Event description:
Event reported per annual device tracking report that device system was explanted because of "staph aureus wound infection." The device eroded through the skin and became infected and was removed. Pt was treated for the infection and has recovered.